Event description:
It was reported that during the implant attempt the helix was extended to fix the lead, but the lead did not attach to the myocardium. The helix was retracted and extended again. Upon the second retraction, the helix would not retract after many turns. The lead was removed from the patient and examined. The helix was described as "sticky" and required too many turns to retract and still had difficulty extending. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was in/on helix mechanism.